Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and loss of capture were noted on the right ventricular lead, it was also found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.